Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: email notification (synergy) received. It was reported that the patient was revised to address pain.

Event description:
Update (B)(4) 2017: english translation of the additional information received. In addition to what was previously reported, the patient was revised due to metal particles due to wear. This complaint was updated on: (B)(4) 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.